Manufacturer narrative:
In initial report, report source was not included. This follow up had provided the report source. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The manufacturer report number should have been (B)(4). Placeholder.

Event description:
Surgeon reported that he felt there was a problem with the aspiration. Later in the day after follow up with his patients he noticed patient has a corneal burn. Patient required sutures. It was reported patient is currently doing well.

Manufacturer narrative:
Concomitant products: endocoat viscolastic - unknown ID. Ellips fx handpiece (B)(4). Laminar flow phaco tip model opor3020l. (B)(4). Field service specialist visited the account and checked system aspiration rates and they were within specification. Also tested handpiece used sn (B)(4) and it also tested within specification. Vacuum calibration was within specification. No tubing packs were kept. System operating properly and meets amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.